Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient reported the rubber from the up button on the infusion device is defective. Patient stated the button sometimes get stuck and releases more insulin. Patient reported there are no health concerns. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.